Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaint. The non-return valve (nrv) assembly and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During evaluation, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During evaluation, the device failed its service test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to a manufacturing issue while the service test failure was due to faulty/defective nrv. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).